Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced inability to void and the mesh was cut as a result. Since the mesh being cut, the patient continues to experience urinary tract infection, chronic constant pain in the right side, leg and buttock, fatigue, incontinence and memory loss. It is reported that the right hand side has a fold and is curled toward the distal end with the mesh and there is also a gap. The tap was divided in the mid urethra, but the device is still implanted. Additional information will be requested